Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. This is 2 of 2 reports of medical intervention that occurred two separate times. The patient experienced inaccurate cgm values after the sensor was inserted in his arm. On approximately (B)(6) 2025, the cgm read 80 mg/dl. The patient was self-treated with a glucose tablet and was asymptomatic. Around 10 pm, his daughter found him unconscious on the floor, and emergency medical service (ems) was called. Upon arrival, ems noted the cgm still read 80 mg/dl, while the bg meter read 40 mg/dl. The patient was awake but disoriented and had a headache. He was transported to the emergency room (ER) but could not recall the treatment provided. After a few hours, the cgm still showed a 30-point difference from the bg meter. The patient was discharged the next day and was reported to be "okay." No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the c zone of the parkes error grid when ems checked bg and cgm. It has been reported that readings were 30 points off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).